Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. Reportedly, this issue occurs every time the case is removed. The cartridge was successfully reloaded and insulin deliveries were resumed. The customer's blood glucose level was 146 mg/dl.